Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic after receiving an alert. Upon interrogation, high right ventricular lead impedance was revealed. The physician performed a manual measurement and the impedance was observed to be in range. The patient is in stable condition.